Event description:
It was reported that the cardiologist was inserting the iab at a 90 degree angle, and he forcibly advanced the hemostasis device into the vessel. The femoral artery was torn during this action. The patient required a surgical repair to the artery. The incident is clearly user technique related. There were no further complications.